Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a stress test during a follow-up appointment. The arm stressing test initiated v spurious signals on the v lead. The patient is being monitored and no further intervention is planned at this time.